Event description:
The customer reported that they could not see anything on the screen of their laptop acuity system. There were no patients attached to the system. If any patients had been attached, then this would have resulted in a temporary inability to monitor patients centrally.

Manufacturer narrative:
The device has been returned for evaluation. We have not yet completed the investigation. The laptop in an off the shelf purchased component. We have sent it back to the vendor for investigation and repair.